Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. The customer was asked their blood glucose level but they did not provide an answer. The customer does use the sensor feature. They were able to complete the rewind sequence. The insulin pump alarmed no delivery but the customer declined troubleshooting. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.